Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick balloon ruptured. The pt was asymptomatic during this event. The maverick balloons were being used to predilate the lesion for placement of an unspecified type of stent. The lesion being treated was a stenotic lesion in a saphenous vein graft. The maverick2 monorail 20/4.0 mm balloon was used to predilate the lesion, but the balloon ruptured at 6 atms on the initial inflation. The maverick2 monorail balloon was removed and replaced with a maverick xl 20/4.5 mm ballon, but the balloon ruptured at 10 atms at 10 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown.) Adequate predilatation was obtained and the procedure was successfully completed after placing the stent. No pt injuries or complications were reported. Pt status is reported as 'good'. (Same case as 600089-2004-00137).